Event description:
The customer reported that the device powers itself off. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device powers itself off. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The problem was traced to a faulty processor pca. The processor pca was replaced to resolve the failure. The device passed all performance assurance tests and was placed back into use. This was a malfunction of the processor pca that caused an unexpected shutdown.